Event description:
The customer reported that after an rf ablation procedure, a 1st degree burn was noted on the pt's right thigh where the pad had been applied. The pad had lifted approx one third and been replaced onto the skin during the procedure. The incident sample was discarded by the customer. The burn was treated with cooling.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for eval. If add'l info pertinent to the incident is obtained a f/u report will be submitted.